Event description:
Lf technical support reports via fax that a mcmahon ceiling suspension arm broke at pivot point above j-bow. Injector head and j-bow fell. Powerhead cable slowed the fall. No one injured.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: sample not to be returned. Currently being held by hospital risk management. Discussions with the field service engineer (fse) indicates that the arm installed in 2005, is the most recent disign of the mcmahon arm with the original j-bow. The break is reported to have occurred at the keyway on the arm where it attaches the j-bow. This is the first reort of this type of failure. Suspension replaced and system returned to full service by the customer.